Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : according to the information provided, it was reported that during tendon repair procedure, the doctor drilled a hole with a 3.0mm pin, hit the first 4.5 healixbr, burst, used 4.5mm awl to lock another 4.5 healixbr still burst, and finally implanted 2 of 5.5 healix br with 5.5mm awl. The complaint device was received and inspected. The complaint can be confirmed. It was observed that the distal tip of the anchor was broken with all pieces were attached to the device. Also, the suture card is still intact. Finally, there are blood along the device and tissue debris into the distal tip of the anchor. The possible root cause can be associated with off axis insertion and the levering during insertion. However, it cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device lot/serial number 4l35186, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by affiliate via complaint submission tool that during tendon repair procedure, the doctor drilled a hole with a 3.0 mm pin, hit the first 4.5 healix br, burst, used 4.5 mm awl to lock another 4.5 healix br still burst, and finally implanted 2 of 5.5 healix br with 5.5 mm awl. No patient consequences or surgical delay reported. The device is available to be returned for evaluation.